Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the homepatient (hp) stated that they felt full during dwell 2/4. The fill volume (fv) was 2600ml. The caller wanted to start drain 2 of 4. The technical service representative (tsr) had the hp bypass to drain 2. The hp drained 4302ml. This event meets overfill criteria. The caller did not want to swap out the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn). The pdn stated that he was not aware of the situation and he would be in contact with the patient. At this time, the pdn stated that a swap of the device would not be necessary. The pdn confirmed there was no patient injury or medical intervention associated with this report . No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the homepatient (hp) stated that they felt full on the homechoice (hc) device during dwell 2/4. The fill volume (fv) was 2600ml. The hp drained 4302ml. The reported issue of iipv was confirmed based on the reported fill and drain volumes. The caller did not want to swap out the device. The caller was expecting a large drain as he was using a stronger solution strength than usual. The cause of the iipv incident was not determined. A review of the device history record and service events revealed the device passed both the homechoice rite (return instrument test / evaluation) test and electrical test and was functioning within specification. In addition, the device passed all tests and calibrations per homechoice service final test and calibration and homechoice service electrical safety test prior to its release from the tampa bay facility. No issues were identified that may have contributed to the reported difficulty of iipv-adult. The previous returns of the device were not for any issues related to the reported difficulty. This issue has been escalated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.